Manufacturer narrative:
(B)(4). Batch # p58l0g. Investigation summary: the analysis results found that one tr45w reload was received with no apparent damage and partially fired 1/10, with the reload lockout damaged. No functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device.

Event description:
It was reported that during an unknown procedure, the staples from the stapler reload tr45w were noted to be partially exposed before loading in the stapler. The reload was not used. It was not reported how the procedure was completed. There were no patient consequences reported. This is all the information known/available regarding this event.